Manufacturer narrative:
According to available information no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead was dislodged. A revision procedure was performed. This lead was removed and replaced. No adverse patient effects were reported.